Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported she has noticed elevated blood glucose values. Pt stated she went to the doctor and they decided to change the basal rate profile. Pt reported nothing has changed. Pt stated she decided to switch to her backup infusion device and now the blood glucose values are back to normal. Pt reported her blood glucose level reached up to 450-500 mg/dl. Pt's normal blood glucose range is 80-180 mg/dl. Pt stated there were no errors or alarms. Pt is currently on the backup infusion device. No further info is available. Product was replaced and requested return of the alleged product for eval.